Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-04972 & 2134265-2009-04935. The patient was enrolled in (B)(6) of 2007. The patient underwent treatment with the carotid wallstent monorail device. The target lesion was a type I lesion in the left carotid artery with a 5mm reference vessel diameter and an 8mm length. There was 90% stenosis measured by nascet. The vessel/lesion description is negative for thrombus, ulceration, dissection, pseudo aneurysm, calcium and target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. A filterwire ex (190 cm) was used for cerebral protection. Pta was performed using sterling balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. No vasodilator was given. The patient experienced a transient ischemic attack (tia) during the procedure. The outcome was documented as resolved with no residual effects. No further data was provided regarding the tia. The procedure was documented as successful and residual stenosis was 0-29%. The post-procedure assessment (no date provided) documented patent carotid stent with 0% residual stenosis. The patient is asymptomatic with no complications less than 24 hours post procedure. The patient had a one-month patient follow up examination in (B)(6) of 2007. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.